Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture diagnosed by MRI. The device remains implanted. This record relates to the right side.